Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during preventative maintenance it was discovered the device touchscreen drifts during usage. There was no patient involvement during the event.

Manufacturer narrative:
Updated reporting institution information.